Event description:
Customer responded to 65 yr old male patient in cardiac arrest. The patient was down when the ems crew arrived on site. The defibrillator pads were attached to the patient and a v-fib rhythm was detected. The customer attempted to charge the unit but it displayed "attach pads" message. A back up unit was used to shock the patient eight times but patinet did not convert. Patient expired. Service representative was able to duplicate reported condition. The unit was repaired and proper operation confirmed.